Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair, the surgeon was malleting in the pushlock. On correct removal, the tip of the anchor stayed in the bone but the screw came out. Surgeon was not able to remove the tip of the anchor, it will remain inside of the patient. Two ar-1922psm-1 w / batches 10625897 and 10401450 were used during the surgery. It's not possible to determine which batch failed during the surgery. The surgery was completed successfully with a 4.75 sp swivelock. No further information has been made available.